Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump error alarm confirmed in the pump history and during self test due to cold solder joint on keypad assembly. The insulin pump was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and partially detached reservoir tube retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer had recurring power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 16.1 mmol/l. The insulin pump will be returned for analysis.